Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with numerous atrial lead noise episodes in addition to an excessive amount of inappropriate automatic mode switching episodes. The clinician elected to monitor the atrial lead and no intervention was performed at this time. The patient was stable throughout.